Event description:
It was reported that the patient accidentally administered 300 units, leading to convulsions and hospitalization. A blood glucose level was not provided or details of the hospitalization. The customer declined follow-up from tandem technical support regarding the issue; therefore, no additional information was obtained.